Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert and presented to the hospital. Device interrogation in the hospital revealed the right ventricular lead exhibited one measurement of high pacing lead impedance. After multiple checks the measurement came back normal, the physician decided to turn off therapies and have the patient wear a life vest to monitor for any more high impedances. The patient's condition was stable and would continue to be monitored.